Manufacturer narrative:
The complaint device [9000tfxp23cl] is not sold or marketed in the us; however it is deemed similar to the commercially available edwards sapien transctheter heart valve, models (9000tfx). Investigation is ongoing.

Event description:
As reported by the partners compassionate clinical trial, approximately four years post deployment of a 23mm sapien valve in the pulmonic position, the patient underwent elective cardiac cath due to complains of increased fatigue and dyspnea on exertion.  The patient had been doing after the implant procedure and was asymptomatic until (B)(6) 2017, when he noticed increased fatigue and dyspnea on exertion that has become progressively worse over the past several months. The study revealed mildly elevated pulmonary artery pressures. A cta done showed the right ventricle to pulmonary artery conduit with interval transcathteter pulmonary valve replacement, which was patent. Evaluation of the valve motion was sub-optimal due to contrast bolus. Caliber of the right pulmonary artery remains asymmetrically reduced. An echocardiogram was performed, however, they were ¿unable to estimate the rvsp due to degree of pulmonic stenosis¿.  A balloon angioplasty was done on the pulmonary valve, after which the gradient decreased from 20 mmhg to 10 mmhg.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention.  Increased gradients across the valve my result in symptoms such as shortness of breath and decreased exercise tolerance. The increased gradients could be due to calcification of the leaflets, pannus/host tissue overgrowth, thrombus formation or in rare cases, a non-functioning leaflet. In this case, the exact cause of the pulmonic increased gradient cannot be confirmed.  However, it may be related to patient factors and the progression of pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.